Manufacturer narrative:
Product wasn't received so no visual and functional examination can be performed. A review of the device "hsitory" records and "tracebility" aren't possible because reference and lot number of implant wasn't available. From lonely information provided, based on the reported description, the review of the case and the recurrence of this type of event for this implant, the investigation found that this issue is "forseen" by the IFU: it's a potential adverse event. The cause for the device issue is not determined. In fact, according to the r&d product manager and after study of recurrence of heterotopic ossification, several issue can cause this event but with this few information, the cause cannot be determined. According to the available information, this issue can not be directly related to the device. The investigation found no evidence to indicate a device issue. Root cause of the heterotopic ossification remain undetermined. If additional informations were received that allow to drawn a conclusion about this investigation another report will be sent. Device still implanted.

Event description:
Mobi-c p&f us: gradual return to initial symptoms due to heterotopic ossification. A distributor reported to zb "employe" by email on oct. 22nd 2018 that there is a patient pain. He reports: dr (B)(6), a neurosurgeon in my area ((B)(6)) called me to report that his wife had a mobi c at c5-6, 2-3 years ago by dr. (B)(6) in (B)(6) and he claims that off and on since the surgery but especially in the last 4-6 weeks, she has had significant radiating pain and balance issues. He ordered a CT scan and notices posterior heterotopic ossification which he believes is the culprit. "Severals" attempts were made to collect informations on the initial surgery and the product reference or lot number . No additional information received.

Event description:
Mobi-c p&f us : patient pain and balance issues according to the reporter : a neurosurgeon called the reporter to report that his wife had a mobi-c at c5-6, 2-3 years ago (on (B)(6) 2016) it was a one level surgery.in ny and he claims that off and on since the surgery but especially in the last 4-6 weeks, she has had significant radiating pain and balance issues. X ray scan shows posterior heterotopic ossification. Additional information received on (B)(6) 2019 : no revision planned patient is progressing well . Follow-ups have been made to obtain to better assess the case and no further information were provided.

Manufacturer narrative:
Additional information provided on february 19th 2019: sales order has been provided. Part number and lot number are now known. It was a one level surgery. The review of the device history records did not reveal any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. Based on the product history records, the review of the case and on the fact that the product will not return as it is still implanted, the root cause of the event cannot be determined. Requests for additional information and product return received only few response. Nevertheless, heterotopic ossification is mentioned on IFU as a potential complication. It should be known that heterotopic ossifications have multiple causes and lead to a reduction of mobility, or even a complete fusion of the operated level. A bad centering, a size of prosthesis too small, a prosthesis too high, joint osteoarthritis, a bad preparation disc (posterior osteophytes) are proven causes. The investigation found no evidence to indicate a device issue. No conclusion can be made with available inputs. Root cause: unknown with hypothesis mentioned above. Potential complication mentioned on IFU.

Event description:
Mobi-c p&f us : patient pain and balance issues according to the reporter : dr (B)(6) , a neurosurgeon called the reporter to report that his wife had a mobi-c at c5-6, 2-3 years ago (on (B)(6) 2016) by dr. (B)(6) in ny and he claims that off and on since the surgery but especially in the last 4-6 weeks, she has had significant radiating pain and balance issues. CT scan shows posterior heterotopic ossification. Dr (B)(6) thinks the issue is due to these heterotopic ossification. Additional information received on (B)(6) 2019 : no revision planned patient is progressing well investigation still on going.

Manufacturer narrative:
This medwatch is submitted to send a follow-up report. A review of the device hsitory records and traceability aren't possible because reference and lot number of implant wasn't available. Investigation is still on going. Conclusion not yet available.